Manufacturer narrative:
Sample device was indicated as being available for evaluation on the medwatch form submitted. Argon medical has made three good faith efforts in requesting both the return of the device and images. As of the date of this report, argon has not yet received a response for either. Without the sample or images to examine, the complaint cannot be confirmed. If additional information is provided in the future, the issue will be re-evaluated as needed.

Event description:
During placement of the ivc filter sheath which was combined with the inner dilator over a wire, the proximal and distal markers of the inner dilator dislodged from the device. The entire ivc setup was removed. The proximal marker could be felt under the subcutaneous tissues and was miked out the dermatotomy site. Despite multiple attempts, the distal marker could not be taken out and was left in the sun cutaneous tissues.